Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient was in the hospital. The reporter was unsure if hospitalization was related to device therapy. The patient's health care provider (hcp) reported that they have not been notified that the patient was hospitalized. The hcp had no information to provide. If additional information is received, a follow up report will be sent.